Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer had a reading of 48 mg/dl at 8:08 am and then had a reading of 109 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.